Event description:
The customer reported that prior to an ablation procedure, the ablation electrode was attached to a metal guiding needle. They experienced difficulty with the ablation electrode sliding inside the guiding needle and noted that the electrode insulation had peeled off. Another ablation electrode was used for the procedure.

Manufacturer narrative:
(B)(4). Eval of the incident device confirmed the insulation was damaged. The electrode failed hipot testing. As reported by the site, the damage was caused by the metal guiding needle. Care must be taken when inserting and removing the electrode from the guiding needle.